Event description:
The manufacturer received information that a trilogy evo ventilator had no ventilation while in use with a patient per physician report. There was no harm or injury reported. It was reported that no ventilation comes out while the patient is using the ventilator. The reporter indicated the ventilator did not give an alarm. Review of the device error log did not identify any critical alarms recorded. Review of the device testing results completed at the last service in february 2026 indicates the device passed all test steps after service and repair. On device evaluation for the alleged "no ventilation" issue, circuit calibration was done and then the ventilator was run on a test lung with no errors or issues occurring. The biomedical engineer running the test stated the unit seems to work well. It was confirmed by a philips senior engineer that the device passed testing and there was no "ventilator service required" or "ventilator inoperative" errors recorded in the device. It was determined the ventilator operated as intended without malfunction or failure. It is suggested that prior to connecting the ventilator to a patient or test lung, the operator needs to ensure that the circuit calibration has been completed and the correct circuit type is selected on the ventilator. The customer agreed to advise the user to follow theses steps and to observe if any other issue occurs.